Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during on-site inspection of the device, the gastrointestinal videoscope exhibited error b30 (scope communication error). There was no patient involvement.